Manufacturer narrative:
On 17-aug-2023, bwi received additional information regarding the event, particularly the carto visitag settings. The patient did not require extended hospitalization. Smartablate generator (serial number (B)(4) ) was used. Visitag module was used, parameters for stability used was range: 3mm time: 3s, fot (force over time): 25% 3g. Tag size: 2mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review of the submitted data, the b5 event description has been reformatted and clarified. The updated description event narrative is as follows: it was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath - small. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that blood pressure dropped during respiratory therapy. Pericardial fluid was confirmed by echocardiography. Blood pressure was maintained, so pvi (pulmonary vein isolation) ablation procedure was completed. According to the physician, the sheath may have caused a wound during the brockenbrough. Timing was during respiratory therapy, and the pv (pulmonary vein) ablation--which was approximately 2 hours after the start of the procedure. The patient was returned to their room after drainage without problems. The event was assessed as non serious. A transseptal puncture was performed with a radiofrequency (rf) needle. Ablation was performed before the pericardial effusion or cardiac tamponade was identified. Steam pop was not confirmed. The irrigation catheter¿s flow rate setting was high flow 8~15 ml/min and lowflow 2 ml/min. The contact force (cf) was monitored through the following ways: dashboard, vector, visitag. The visitag coloring settings: tag index. Additional filters in visitag: force over time (fot). Carto 3 ver.7.2.40.250. The physician didn't believe there was a relationship between the event and the product. There were no abnormalities observed prior to and during use of the product. The patient's medical history, prior treatment, and other currently treated diseases were not reported. The patient's laboratory and test results weren't provided either. The adverse event occurred on 15-jun-2023. It was discovered during use of biosense webster products. Outcome of the adverse event was improved. Smartablate generator was used. Thermocool smarttouch sf catheter was used. Transseptal puncture was performed with rf (radiofrequency) needle. Prior to noting the pe (pericardial effusion) or CT (computerized tomography), ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath - small. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that blood pressure dropped during rt. Pv (pulmonary vein) ablation. Pericardial fluid was confirmed by echo. Blood pressure was maintained, so pvi (pulmonary vein isolation) was completed. According to the physician, the sheath may have caused a wound during the brockenbrough. Timing was during rt. Pv ablation (approximately 2 hours after the start of the procedure. Returned to the room after drainage. Cardiac tamponade. Septal puncture was performed with rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was high flow 8~15 ml/min and lowflow 2 ml/min. ·description of health problems --- cardiac tamponade. ·progress (current patient's condition) --- a small amount of pericardial effusion was observed, and after drainage, the patient returned to the room without problems. ·physician assessment of the health problem ---non-serious (moderate/minor). ·method of cf monitoring --- dashboard, vector, visitag. ·visitag coloring settings --- tag index. ·additional filters in visitag ---fot. ·causal relationship with product ---unknown. ·the physician's opinions on the relationship between the event and the product (comments) --- no relationship. ·there were no abnormalities observed prior to and during use of the product. ·history of medical history/treatment/other diseases currently being treated, etc --- unknown. ·laboratory tests and results --- unknown. Carto 3 ver.7.2.40.250. The complaint product(s) will not be returned for analysis. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. According to the physician, the sheath may have caused a wound during the brockenbrough. Drainage was done. Outcome of the adverse event was improved. Smartablate generator was used. Thermocool smarttouch sf catheter was used. Transseptal puncture was performed with rf needle. Prior to noting the pe or CT, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, flow setting was high flow: 8-15ml/min, low flow: 2ml/min. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 60000060, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).